Event description:
A report was received that a trial pt developed a superficial infection at the lead site. The pt's leads were pulled as scheduled, and the pt was prescribed oral antibiotics. The physician believes that the infection was procedure related.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility.